Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displaying an error code) has been confirmed. Upon investigation the battery charger/modem was unable to recognize an inserted battery pack. The cause for the failure was isolated to a solder bridge between pins 1 and 2 on the battery pca connector. The root cause for the solder bridge was a manufacturing error. An internal corrective action and a supplier corrective action have been issued. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was displaying an error code.